Manufacturer narrative:
Additional manufacturer narrative- additional information was added. Report 1 of 3. These devices are used for treatment not diagnosis. There is no additional information available. Pending investigation.

Event description:
Revision surgical procedure approximately 2 years 2 months post initial implant. Preoperative diagnoses: failed right total knee arthroplasty secondary to premature polyethylene wear from a recalled polyethylene insert and aseptic loosening of the femoral component. Revision right. Total knee arthroplasty of femoral, tibial, and patellar components. Patient was revised to competitor's implants. Infection work-up was negative. There was some early polyethylene synovitis, but no signs of infection or purulence. There was early wear of the patellar button on the lateral facet with flattening, it was exchanged. On gross inspection of the tibial insert, there were no obvious signs of significant wear, there were a couple of areas of some pinning. There was failure of bony ingrowth for the femoral component, it was removed. Tibial component was removed. Tile patient was awoken from anesthesia and transferred to the recovery room in stable condition. No complications. Device will not be returned. No breakage of device or surgical delay/prolongation reported. There is no additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Failure of the bone to thoroughly grow into the femoral component may have lead to loosening at bone-implant interface; however, this cannot be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: 6616265 02-020-12-0335 - truliant ps por fem ps por right sz 3.5, 7004702 02-022-55-3525 - truliant por tib tray size 3.5f/2.5t, 30000 02-029-99-1001 - fluted headless pin 3.0" square head, pk2, 359010 02-029-99-1002 - threaded head pin 2.3" square head, pk2, 6982469 200-07-29 - advanced patella 29m 3 peg implant. Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2021. Has not yet been explanted. The patient had and will continue to have pain and suffering. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.